Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer wanted to know what the meaning of this error code 132.3000, and how to fix it. Case resolution: troubleshooting/ error codes\ I explain to the customer that this error code is that you have a stuck tamper resist switch. I also explained to the customer that he would need to replace the sio board. The customer said ok and the call was ended.